Event description:
It was reported that noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. A lead fracture was suspected, but not confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was replaced to resolve the event. The patient was in stable condition.